Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became detached from the pump. Reportedly, the customer attempted to put the wake button back onto the pump, however, the wake button no longer functions. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer stated they have back up manual injections for insulin therapy.

Manufacturer narrative:
.

Event description:
There was no impact to customer's blood glucose level.